Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('fracture and fragment of this present in cornual area'), perforation ('migration/perforation/migration of essure') and genital haemorrhage ('bleeding'). In a 27-year-old female patient who had essure (batch no. A15526,975385), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), allergy to metals ("nickel sensitivity"), pelvic pain ("pelvic pain"), endometriosis ("endometriosis"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (ablation and laparoscopic salpingectomy, hysterectomy and oophorectomy robotic). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, perforation, genital haemorrhage, autoimmune disorder, allergy to metals, pelvic pain, endometriosis, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device breakage, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, pelvic pain and perforation to be related to essure. The reporter commented: (B)(6) 2014, laparoscopic salpingectomy. (B)(6) 2018, hysterectomy and oophorectomy robotic. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013, bilateral fallopian tube occlusion. Lot number#: 975385, manufacture date: 2012-04, expiration date: 2015-04. Lot number:# a15526, manufacture date: 2012-06, expiration date: 2015-06. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: ablation was added, in non drug treatment received for event: genital bleeding with seriousness criteria intervention required ticked. Reporter details added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture and fragment of this present in cornual area') and perforation ('migration/perforation/ migration of essure') in a 27-year-old female patient who had essure (batch no. A15526 & 975385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), allergy to metals ("nickel sensitivity"), pelvic pain ("pelvic pain"), endometriosis ("endometriosis,"), menorrhagia ("menorrhagia,") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic salpingectomy, hysterectomy and oophorectomy robotic). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, perforation, genital haemorrhage, autoimmune disorder, allergy to metals, pelvic pain, endometriosis, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device breakage, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, pelvic pain and perforation to be related to essure. The reporter commented: (B)(6) 2014, laparoscopic salpingectomy. (B)(6) 2018, hysterectomy and oophorectomy robotic. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: pfs and mr received: lot number was added, previously reported event- medical device removal was deleted, newly added events- device breakage, perforation nos, genital bleeding, dyspareunia, nickel sensitivity, autoimmune disorder, pelvic pain female, endometriosis, menorrhagia, dysmenorrhea, essure insertion and removal date was added, product indication was added, reporter was added, consumer race was added, lab data was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture and fragment of this present in cornual area') and perforation ('migration/perforation/ migration of essure') in a 27-year-old female patient who had essure (batch no. A15526, 975385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), allergy to metals ("nickel sensitivity"), pelvic pain ("pelvic pain"), endometriosis ("endometriosis,"), menorrhagia ("menorrhagia,") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic salpingectomy, hysterectomy and oophorectomy robotic). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, perforation, genital haemorrhage, autoimmune disorder, allergy to metals, pelvic pain, endometriosis, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device breakage, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, pelvic pain and perforation to be related to essure. The reporter commented: (B)(6) 2014, laparoscopic salpingectomy. (B)(6) 2018, hysterectomy and oophorectomy robotic. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral fallopian tube occlusion. Lot number: 975385 manufacture date: 2012-04 expiration date: 2015-04. Lot number: a15526 manufacture date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.